Event description:
It was reported that the event occurred while in the angiography room during pretest when the balloon was inflated. In several attempts of inflating the balloon, it was observed that the balloon was asymmetrical, it would not inflate and it also inflated normally. As a result, the kit was not used. A new kit was opened and used successfully. No report of pt death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The pt outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.